Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause of the ins not performing optimally was not determined. Rep suggested the patient see her neurologist and suggested testing to see which devices cause the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient feels ever since implantation, the patient has the feeling that deep brain stimulation (dbs) does not always perform optimally. The issue occurs when a device is beamed into the patient's environment via bluetooth. Even if the patient doesn't know if they like bluetooth with someone, there is a reaction to the patients functioning within half an hour. As soon as the connection is lost, the patient is back to normal after 15 minutes.